Manufacturer narrative:
The device is being retained by the facility, therefore, no direct product analysis will be performed. The shop floor paperwork for batch (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. The cause for the difficulties experienced in the complaint could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.

Event description:
It was reported that during a coronary treatment procedure, the guide catheter fractured upon insertion of the device into the patient. The physician attempted to snare the device, but was unable to do so. The patient underwent emergent bilateral groin exploratory surgery for removal of a 12fr sheath, the catheter segment which was approximately 12 inches in length and repair of the femoral artery. The original procedure was performed on an out-patient basis, but the patient required hospitalization following the surgery. The patient was discharged after 2 days and is reported to be doing well.